Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used on an anastomosis. During the procedure, at the time of anastomosis, the suture loosened and needle pulled off the suture. Another like device was used. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Complaint # (B)(4). Date sent to FDA: 12/12/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 no device problem found. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Could you please provide more details of how the sutures loosen at the time of the anastomosis? Did wound dehiscence occur? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Did the event occur during one or multiple patient procedures? What is the total number of procedures reported in this complaint? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The needle pulled off on several patients, obviously nothing happened because I took another suture, but it was a waste of time and complicated the procedure. The questions asked to me are not adapted to the context, I have the impression that the people who are in charge of this event understand nothing of what we are talking about. Either they improve the crimp or I change the suture. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, the following was obtained: it was indicated that ¿it was a waste of time and complicated the procedure.¿ was the surgery prolonged? Yes. How long (minutes) did the surgery prolong ? Between 5 and 10 minutes more of aortic clamping was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Did the needle fall into patient ? No, it stayed in the needle holder. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one unopened sample that pertain to the product code ep8732, lot sgbdce. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-09687.